Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a draining skin irritation under the front therapy electrode from the lifevest equipment. The patient also reported that the skin was blue/gray. There was no alleged device malfunction contributing to the irritation. The patient was prescribed a cetirizine pill and triamciolone 0.1% cream for the skin irritation. The medical outcome of the skin irritation is unknown as follow up attempts were unsuccessful.